Event description:
The customer tested her blood glucose the day before the call and rec'd a reading of 225 mg/dl using her contour meter. She retested using another meter and rec'd a reading of 112 mg/dl. On the day of the call, the customer rec'd a contour reading of 123 mg/dl, while the other meter read 68 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips and a new contour meter were sent to the customer.